Event description:
Cameron health received information that four (4) days after implant, this electrode required repositioning due to failed defibrillation testing at implant. It was reported that during implant, induced ventricular fibrillation (vf) failed to be converted during three different induction attempts. In each of the attempts, external defibrillation was required to successfully terminate vf. It was also reported that an x-ray was not performed to aid in device implant prior to the procedure as recommended by the instructions for use. It was further reported that a post operative chest x-ray showed a superior positioning of the lead. As a result of the unsuccessful conversion and superior positioning of the electrode, and electrode revision was required. During revision, the electrode tip was placed five (5) cm closer to the xiphoid incision. After revision of the electrode position, induced vf was successfully converted by a single shock. There were no adverse pt effects as a result of the revision. The electrode remains implanted.

Manufacturer narrative:
The electrode remains implanted. Without the return of the electrode, no definitive conclusion can be made regrading the clinical observation. X-rays documenting the initial and final position were requested but not received. A review of the device history record was conducted. No issues were identified that would have impacted this event. If new information becomes available a follow-up report will be submitted. Note: cameron health's registration number has not been assigned. The MDR policy branch was contacted. (B)(4).